Event description:
It was reported by the affiliate that the (1) tlc75 was used during an unknown procedure. It was reported that the firing knob would not advance. The case was completed with another device with no pt consequence.